Event description:
It was reported by service report that the scale was inaccurate, the power cord was missing the ground prong and the motion interrupt pan was missing.

Manufacturer narrative:
(B)(4): ground prong.load cells, motion interrupt pan.